Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the impedance on the lead was 218 ohms and the lead had an insulation issue. The lead was capped and replaced. No patient complications have been reported as a result of this event.